Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl at the time of the incident and was treated with food. The mentioned that they had a low blood glucose incident when they had a sensor-updating alert. The customer was experiencing low blood glucose for that day. The customer declined troubleshooting for low blood glucose and stated that it was due to over bolusing. The device will not be returned for analysis.